Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump alarmed and they heard two beeps. A message of upstream occlusion was displayed on the screen. Clear occlusion between pump and reservoir. The pump was malfunctioned when the patient left the facility. The screen showed a message saying there was an occlusion, but no occlusion was found. Upon inspection of the bag and line, the pump never alarmed to make the patient aware of the issue. This caused them to not receive their dose. A continuous infusion rate of 41.7 ml per hour had been programmed, with a total reservoir volume of 1112.77 ml and a given volume of 0.2 ml. The air detector had been turned off. The upstream sensor had been turned off. The length of infusion had been set to 24 hours. The lock level had been set to unlocked. A cstd was used to fill the cassette. The pump was not used to prime the extension tubing. The patient was medically affected as treatment was not given, and they had to readminister the following day. The event occurred while in use with patient and no patient harm and injury.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.